Event description:
It was reported that there was power cable disconnect alarms when on the power cable or batteries. The prongs in the system controller were undamaged. Switching out the wall cable and cleaning the battery clips did not resolve the issue. The left ventricular assist device (lvad) continued to work with no interruptions. Log files were submitted for review and captured multiple power cable disconnects. Some of which were not associated with power exchanges. These appeared to occur on both batteries and wall power. The patient's system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.